Event description:
Account reported during a procedure, the physician found the connection of the hub handle was broken. It was changed new one to complete procedure. No reported injury.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.